Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative hcg results. Patient 1: urine test at 1100, (B)(6) test at 1130, confirmed pregnancy, did not use first morning urine sample. Miscarriage at 5/40. Pt fit and well on discharge.